Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/21/2014 with the following findings: visual inspection revealed that there was moisture in the display and ir port. The pump case was found to be cracked in the lower right corner between the display lens and the case seal. During testing, the pump emitted a call service alarm and a replace battery alarm. No occlusion alarms occurred during investigation. A leak test was performed and a pump case leak was found. The pump case was removed and moisture corrosion was found on all surfaces of the pump. The complaint that the pump emitted an occlusion alarm randomly was not able to be duplicated during investigation.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 064) issue. It was reported that the pump emitted an occlusion alarm randomly. There was no further information available regarding the complaint available at this time; if further information is provided a supplemental report will be submitted. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.